Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient had a watchman closure device and then at an unknown date the patient experienced a cerebral vascular accident."